Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms for one to two days while supporting a pt. There was no reported adverse pt impact. The pt was subsequently switched to the backup driver. The customer reported that the pt was asymptomatic. Although the freedom driver exhibited intermittent fault alarms, the driver continued to function as intended. This alleged failure mode poses a low risk to the pt because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.